Event description:
Upon receipt of a loaned device, returned to olympus for processing, a gap of adhesive was noted on the distal end during the inspection step. This report is submitted due to the finding of a gap of adhesive on the distal end, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a gap of adhesive on the distal end. Additional evaluation findings are as follows: missing piece / chip / parts fell off on probe unit due to physical and/or chemical stress; air/water leakages; the angle wires were noted stretched; water invasion in the device; crack of adhesive on a-rubber; defects of the insertion tube; irregularities in appearance of control body (non-remote switches); external defects on air/water cylinder; objective lens defect. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause the event could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not pull the universal code. There is a risk that the scope connector part may come out of the socket of the light source device and the endoscopic image may become invisible. Do not bend the flexible part of the endoscope or the universal cord or ultrasonic connection cable into small pieces (12cm or less in diameter). There is a risk of noise or damage to the ultrasound image. Do not bend the endoscope insert with strong force. Otherwise, the insertion part may be damaged. Do not touch the electrical contacts on the ultrasonic connectors. There is a risk of contact failure. Do not impact the tip of the endoscope, especially the ultrasonic probe or the surface of the lens. There is a danger that ultrasonic images and endoscopic images may be abnormal. Do not twist or bend the curved part by hand. Otherwise, it may be damaged." Olympus will continue to monitor field performance for this device.